Event description:
It was reported that a user discontinued ilet use for several days due to lack of a sensor and previously experienced frequent low glucose values, requesting adjustments to glucose targets; troubleshooting and education were provided and additional training was assigned. Investigation included review of available use history and user-reported performance with education on settings and use. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction. No clinical symptoms associated with hypoglycemia reported. Outcomes included no reported injury, hospitalization, or alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.